Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI: unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 and a05 applies to localizer faulted error and erroneous bump detection error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the system displayed a localizer faulted error. Troubleshooting was performed, by rebooting the system. Reseating the interconnect cable and observing, a red light emitting diode(led) on the power supply unit (psu). The probable cause is suspected to be the psu. There was no patient involvement reported. Additional information was received, it was reported, that the clinical specialist (cs) called for additional troubleshooting. When in ndi toolbox, the temperature and bump detection are highlighted yellow. Therefore, erroneous bump detection error.

Manufacturer narrative:
H3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c08, and d02 apply. The camera, lot number: p902621, was returned for analysis. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.